Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of been hospitalized on (B)(6) 2017 with blood glucose of 23 mg/dl. Customer had symptom of low blood glucose; customer was "out of it" and was not able to verify accuracy of pump programming. Customer was hospitalized due to hypoglycemia. Customer was still hospitalized at the time of call in the critical care unit. It was reported that customer connected insulin pump while in the hospital and hospital staff where not aware. Customer was wearing insulin pump at the time of hospitalization. Alarm history showed no delivery alarms. Customer did not believe that insulin pump was over delivering but issue was user error.